Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be a calibration during rapid rise or fall. It was determined that the patient calibrated during a rapid rise/fall. Don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event.